Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer reloaded the cartridge successfully. Additionally, it was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. Customer¿s blood glucose ranged from 170 mg/dl to 205 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.